Event description:
It was reported that this lead was explanted due a dislodgement that was confirmed through an x-ray. The patient experienced phrenic nerve stimulation. The device is not expected to return for analysis. A new lv was successfully implanted. No additional adverse patient effects were reported.